Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there were no r waves visible on the episodes of the implantable cardiac monitor. It was also noted on other episodes, there was undersensing of every other r wave and the r waves were extremely small. The device remains in use. No patient complications have been reported as a result of this event.